Event description:
Reporter noted there was not enough vacuum with system. Corneal burn occurred on first patient of day. Sutured wound to close. Continued to use system for subsequent cases without problem.